Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g6 continuous glucose monitor (cgm) data on the ilet system, which triggered a connect cgm alert and a dosing stops soon notification; the cgm signal subsequently reconnected during the call and glucose readings resumed. No adverse clinical symptoms reported. Outcomes included no clinical impact or medical intervention. User support included troubleshooting and user education regarding cgm connectivity and signal loss. Investigation of this case revealed a transient cgm signal loss with the responsible device not identified, which resolved spontaneously without device replacement or further action. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connectivity issue that resolved without intervention.